Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a bad skin reaction, which he did not previously have. The sensor was inserted into the thigh. It was reported that the patient's itching of the rash caused him to rip out the sensor. Additionally, it was stated that after nine months of using an insulin pump he was beginning to have reactions to the infusion set. The patient's family met with pediatric staff at the hospital concerning the issue. On (B)(6) 2016, the patient was also taken to a wound specialist solely for advice for his reaction to the adhesive, but it was to no avail. Date of intervention is an approximation. It was indicated that the reactions take weeks to heal. No additional patient information is available. No product or data was returned for investigation. However, photos of the reaction were provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined. The patient was less than 2 years old. Labeling indicates: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. Additionally, the sensor was inserted into the thigh. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.